Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016, to report a patient death that occurred on (B)(6) 2016. Emergency medical technician's (emt) were called and the patient was taken to the hospital. Patient was revived and placed on life support. Life support was removed. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Cause of death was reported to be from chronic obstructive pulmonary disease (copd). Additionally, it was reported that the patient was taking medications. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from chronic obstructive pulmonary disease (copd). It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.